Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had an image problem, there was no picture. There were no reports of patient harm.

Event description:
It was reported the camera head had an image problem, there was no picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigaiton. The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found there was no image due to a faulty cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.